Event description:
It was reported that during a breast biopsy, during initialization, an l3-021 error code occurred. It did not recognize vacuum tubing connection. The case was delayed one day. There was no patient consequence.